Event description:
Procedure: hemicolectomy. According to the reporter: in the colon procedure there was a misfire. Sales rep already talked to the surgeon about this procedure. The dlu was bent. The surgeon remarked that the tissue was probably too thick. The staple line was incomplete so they over sewed the staple line. Further no complications. They applied another device. The lot number could not be obtained as the packaging was discarded. No buttress material was used. Operating time prolongs, extended recording time (total 2 weeks) by leakage, long-term antibiotics and percutaneous drainage of rectum stump.

Manufacturer narrative:
(B)(4).